Manufacturer narrative:
Continuation of d10:   (B)(4) ev-ICD implant date: (B)(6) 2025.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a high voltage lead impedance alert triggered for the extravascular (ev) lead due to high and undefined defibrillation impedances. It was noted that the high voltage lead impedance was gradually increasing to 200 ohms with an unexpected jump to greater than 250 ohms. There were also some short noise episodes observed that seem to be myopotentials. The ev-lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance of the extravascular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the extravascular defibrillation coil was rising. Analysis of the device memory indicated the impedance trend of the extravascular defibrillation coil was variable. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The lead impedances were assessed in the clinic and it was determined that the impedance measurements had been stable since the increase. No intervention was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.